Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged diagnosed with kidney cancer that metastasized to the bones. The patient did receive medical intervention by having kidney and left humerus removed. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found dust and contamination throughout air path and on the blower. An internal visual inspection of the device was completed by the manufacturer and found dark contamination consistent with the keratin contamination was observed around the blower seal. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes contamination found were consistent with contamination throughout air path and on the blower, dark contamination consistent with the keratin contamination was observed around the blower seal. There was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with kidney cancer that metastasized to the bones. The patient did receive medical intervention by having kidney and left humerus removed. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.